Event description:
Pt hospitalized for hypoglycemia. Rn called for info related to the infusion pump operation and bolus history. Pt was having erratic bg readings over a two week period of time prior to hospitalization. Pt reported that he is going through some extremely stressful events at this time. Pt stabilized while on pump and IV insulin drip at hospital. Pt using back-up pump currently and remaining stable. Pump not returned.